Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had an out of specification mechanically keypad. It was also indicated that a display wire was pinched. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manu facturer's analysis. There was no patient involvement.